Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected system remotely and confirmed that device's host computer was not booting. After reviewing log file rse did not find any error. On onsite service during troubleshooting, fse found the cmos battery in the host pc was bad. The cause of the host pc defect could not be conclusively determined by the supplier's part analysis as no failure observed. Fse replaced the host pc, swapped the hard disk and installed new license, after the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's host computer was not booting. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.